Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while the patient was on holiday in turkey, his bg decreased to 18 mg/dl while the cgm reading was 78 mg/dl. It was reported that the patient ¿almost died¿ but no specific symptoms were documented. His daughter administered a glucose injection (meant to be glucagon) and called an ambulance and was taken to a private hospital. The patient was discharged the same day later that evening when his bg rose to 300 mg/dl. At the time of the report the patient was well. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.